Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that air was noted on the reflux port of the sheath, once the cs catheter was replaced and reversed blood was drawn. Attempt was made to aspirate the sheath but still the air was noted on the sheath. Thus, the sheath was replaced with same model and the procedure was completed successfully. No patient complication were reported. The device is expected to be returned for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that air was noted on the reflux port of the sheath, once the cs catheter was replaced and reversed blood was drawn. Attempt was made to aspirate the sheath but still the air was noted on the sheath. Thus, the sheath was replaced with same model and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
The faradrive was visually inspected upon return. No outer abnormalities were noted. Leakage and a steady flow of air were observed during leak and aspiration testing, respectively. Further analysis found the external and internal valves were both torn by their center slit, which compromised the valves' ability to seal pressure and fluid within the sheath. This defect is capable of causing the visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event.